Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported by the patient's family member that they were concerned if the patient's implantable pulse generator (ipg) was working or not before their death. The cause of death was requested but not received.